Event description:
The customer reported the x3 loudspeaker connector is non-functional. The device was not in clinical use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the loudspeaker connector removal issue. The rse determined that the x3 is not available until mid-august 2023, and this request will be reopened at that time. A good faith effort conducted confirmed that this device belongs to the demo team at philips, and it is never used in clinical conditions on patients. Only at philips facilities for training purposes. The customer indicated that the device is not available for repair at this time. A repair will be scheduled upon device availability. It is unknown if the speaker was completely out of sound or was there any inop error message displayed. Based on the information available and the testing conducted, the cause of the reported problem cannot be determined at this time. However, the reported problem was confirmed. Device not accessible.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone # (B)(6). E1: reporter phone #:(B)(6).

Event description:
The customer reported the x3 loudspeaker connector is non-functional. Patient involvement is unknown. There was no report of patient or user harm.